Event description:
It was reported that during a surgical procedure, the device being used cut the falopian tube. Another device was opened which cut the tube on the other side. Both tubes had to be cauterized. MFR number: (2183680-2013-00013 for second device).

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.